Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported esophageal fistula could not be conclusively determined. Per the IFU, left atrial (la)-esophageal fistula is a known risk with the use of this device.

Event description:
Following an atrial fibrillation ablation procedure on (B)(6) 2014, the patient developed an esophageal fistula. An esophageal temperature probe was inserted and actively monitored. During the ablation procedure, a non-sjm lasso catheter, and the ensite velocity mapping system were used to collect geometry of the left atrium and pulmonary veins. The tacticath quartz ablation catheter was advanced into the left atrium and baseline contact force was established. Ablation was performed with occasional impedance rises, which lead to immediate cessation of radiofrequency application. Warning messages for baseline contact force were noted during the procedure and attributed to a shift on ensite velocity system. The procedure was then completed with no further issues. The patient presented one week post-procedure with headache and paresthesia. A head CT, an echocardiogram, and chest CT were performed with negative results. The patient¿s symptoms persisted and two days into hospitalization, the patient developed fever and st segment elevation. The CT scans and the echocardiogram were repeated as the st elevation worsened. The patient was sent to the cardiac catheterization lab, which revealed a pericardial effusion and air in the pericardium due to an atrioesophageal fistula. An esophageal stent was placed, which improved the patient¿s condition. One week later, the patient underwent a barium swallow study, which revealed no reconnection between the esophagus and the left atrium. The patient then ingested water, experienced a brain embolism, arrested, and subsequently expired.